Event description:
It was reported that the implantable neurostimulator (ins) could not be read by the clinician programmer until it is charged. The display showed the "call your doctor" icon due to a power-on-reset (por) condition. It was noted that the ins needed to be charged and then interrogate the ins with the clinician programmer to see what por code was given to determine what type of error it was. It was noted that the patient lost stimulation and was in a discharged state. Additional information reported that a por condition was showing "I" as an informational por.

Manufacturer narrative:
(B)(4)